Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that the cot has a broken head section. It is unknown if there was patient involvement, however, no adverse consequences are reported.